Event description:
Patient self tester reports having discrepant results compared to lab. Date: (B)(6) 2010; inratio2: 3.7; lab: 2.5. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.